Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. The reported event was confirmed by review of pictures. Visual examination of the provided pictures identified the impactor tip fractured off. Fracture surface is not pictured; therefore, further evaluation cannot be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. H6: component codes: mechanical (g04) - impactor once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that upon completion of the surgical procedure the tip of the instrument was found to be fractured. It was not clear when the tip fractured during the case. There was no foreign body retained or harm to the patient.